Event description:
It was reported that the patient underwent a lens exchange during the same procedure due to a bent haptic. It was stated that it was attributed to surgical technician error. An incision enlargement was made. No complications were reported. Patient was reported to be doing well.

Manufacturer narrative:
(B)(4). Evaluation - the lens was received and inspected revealing one missing haptic and a torn optic with evidence of viscoelastic noted. Follow-up with the customer indicated that there was a bent haptic observed due to surgical technician error. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) serial number initially reported as the explanted lens was incorrect. The correct serial number is (B)(4).(B)(4): placeholder.